Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Testing was completed to assess electrode electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during the implant procedure the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited low shock impedance measurements of 22 ohms when a 10 joule commanded shock was given. Another commanded shock was administered with the same result. The x-ray revealed that the system was in a good position. It was further noted that the experienced difficulty inducing the patient. A new electrode was placed and the shock impedance measurement was 24 ohms. A new s-ICD was placed and the shock impedance remained 25 ohms with the commanded shock. They continued to experience difficulty inducing the patient. The first s-ICD and electrode were attempted and not implanted while the new s-ICD and electrode remained implanted with the low shock impedance measurements. No adverse patient effects were reported.